Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-june-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple drawers were failed. The field service engineer remotely accessed the station to perform a reboot. After the reboot, the customer was able to recover the failed drawers. The fse confirmed that no further issues were reported. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple drawers were failed and unable to recover. The customer reported there was an issue occurred during the medication and caused delay in patientcare. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple drawers were failed and unable to recover. The customer reported there was an issue occurred during the medication and caused delay in patient care. There were no adverse events or injuries reported based on this event.